Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. Disconnection of both power sources will lead to loss of power to the pump with a subsequent pump stoppage. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. According to the IFU and patient manual, damaged equipment should be reported to the manufacturer and inspected. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller not returned to manufacturer.

Event description:
It was reported that the patient was in the clinic and, during a battery exchange, one of the battery ports was broken. The controller was initially exchanged for the backup controller, and subsequently, was issued a replacement and exchanged again. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the a power port of the controller was broken. The controller was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event can be attributed to, but not limited to, connector damage and/or bent pins. The manufacturer is investigating damaged connectors and bent pins. The controller, however, was not returned for evaluation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: it was reported that the a power port of the controller was broken. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the device failed visual inspection due to a loose port 2 connector. The controller also failed functional testing as it was unable to adequately connect to a power source. These are additional observations not related to the reported event. Based on an investigation conducted under (B)(4), the most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. However, the reported event could not be confirmed as the controller power port connector was not found broken. If information is provided in the future, a supplemental report will be issued.